Event description:
It was reported high impedance was observed in pre-op. A replacement generator was connected and the impedance remained high. It was noted by the surgeon there was significant scarring around the electrode on the nerve. The tissue and electrode were removed and a new lead was placed. Impedance was observed to be within normal limits after surgery. The explanted devices have not been received to date. No additional relevant information has been received to date.